Manufacturer narrative:
Based on the investigation performed by steris, the leg spar assembly was not operating properly as the glued bond between the beam and leg spar assembly had separated resulting in the reported event. The user facility was provided with a replacement leg spar. The table was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the leg spar and ot 1100 surgical table and found that the leg spar was not operational. The customer will be provided with a replacement leg spar. The leg spar is being returned to steris for evaluation; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the controls to the leg spar attached to their ot 1100 surgical table were not operating properly. A nurse held the leg spar in place and the procedure was completed successfully. No report of injury.